Event description:
Purchased otc (over the counter) hearing aids (B)(6) 2023. Use it 1-2 hrs once a week. Today one unit does not work...fully recharged both, still no change. Tried customer support at "support@audienhearing.com"...they wanted my credit card number! Reference report: mw5153348.